Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
A battery failure was reported. The device was in clinical use, however no patient harm was reported. The manufacturer's field service technician (fse) confirmed the battery failure. The fse replaced the battery and the issue was resolved.